Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
While investigating electrode belt (B)(4), which was last used by a patient who passed away while reportedly wearing the lifevest, a reportable problem was found. The electrode belt failed incoming functionality testing. There is no indication that this malfunction contributed to the patient death, as the patient was in a life-sustaining rhythm prior to the disconnection of the electrode belt and deactivation of the device.